Event description:
It was reported that the customer was off her insulin pump because her doctor asked her to take it off. Now that she is using her insulin pump, she received excessive no delivery alarms. The customer's blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.